Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The device was recertified and returned to the customer. The battery involved was not returned as part of this investigation. The activity log was cleared prior to being returned to zoll and could add no value to the investigation. No trend is associated with reports of this type.